Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the f1 fuser on the power control pcba. The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the workstation/monitor on the 9800 sys will not power/turn on. There was no report of pt injury.